Event description:
It was reported that the guidewire shredded and snapped. An amplatz super stiff guidewire was selected for use to implant a biliary stent. There was difficult inserting the amplatz super stiff guidewire through the sheath. The guidewire shredded and then snapped.